Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the scs ipg and external devices. A company representative met with the patient and determined the patient's ipg was inoperable. Surgical intervention may be taken to address the issue.

Event description:
Follow up identified the patient had the scs ipg replaced. Stimulation therapy was reportedly restored postoperatively.